Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported a cartridge leaked insulin when she was trying to unscrew the pull rod from the plunger. No adverse event was reported. The alleged product was requested for evaluation.